Event description:
The customer reported being hospitalized for high blood glucose of 500mg/dl and possible diabetes ketoacidosis. The caller wanted to check if the device is functioning properly. The customer experienced nausea and vomiting. The caller mentioned that she woke up and her glucose level kept increasing, falling, and again increasing. The customer was treated with fluids and insulin drip. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. Checked the alarm history and found a low reservoir alarm. The time, date, basal rates, and bolus wizard settings were correct. Instructed the caller to remove the cannula and it was bent and occluded. The customer did not have a tubing clamp to perform the high pressure test and will call back when she gets home. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.